Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0qwh3, implanted: (B)(6) 2016, product type: lead.

Event description:
The patient stated she tripped and fell (B)(6) 2016. The patient saw the doctor on the day of this call and the doctor verified the fall "jarred the unit" and "the lead was out of place" the nurse at doctor's office told patient to contact her representative direct to schedule programming. The location of the symptom was both with the implantable neurostimulator and the lead wire. The patient reported the therapy change /symptom was sudden in nature. Additional information received 3 weeks later indicated that were no steps done to resolve the internal neurostimulator and lead wire moving out of place. The reported issue has not been resolved. The patient's indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.